Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 06/16/2011 and 06/29/2011 by phone, fax, and mail. Additional info was obtained by phone on 06/17/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical coordinator reported a pt whose intraocular lens (iol) subluxed and was repositioned. The coordinator reported that the lens was implanted approximately six years ago and since then, there have been two instances of retinal detachments and a yag performed. She indicated that the initial implant surgery was not done at their facility. In a follow-up, the coordinator reported that the lens was exchanged and that the pt's retinal issues are the cause of the issues and are not due to the iol. Additional info has been requested from the current surgeon.